Manufacturer narrative:
Additional information returned with the device on 9/jul/2021 also indicated that the patient was also experiencing animation deformities bilaterally. Additionally, the expiration date of this device has been corrected to 1/jan/2016 per information recovered during the manufacturing record evaluation. On 31/jul/2021, the product evaluation was completed. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device that could contribute to animation deformity. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4). Updated d4 expiration date to 1/jan/2016 instead of 31/dec/2015 as initially reported.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old white (B)(6) female patient who underwent an unspecified breast augmentation with 400cc mentor smooth round moderate plus profile saline breast implants experienced bilateral grade IV capsular contracture postoperatively. The patient presented with pain, and capsular contracture was confirmed by a physician. As a result, the patient underwent explantation without replacement on (B)(6) 2021. The implantation date is the best estimate based on available information. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the left-sided implant.